Manufacturer narrative:
A follow up call with the customer the events that led up to hospitalization. The customer stated during the last 2 weeks her blood glucose shot up to 999 and 789 and was still rising. The customer has called the 24 hour help line and checked the insulin pump; everything on the insulin pump checked out and no problems were noted. However the customer stated she is no longer wearing the insulin pump, stated that the doctor has removed her off insulin pump therapy and currently using the insulin pump as a calculator.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that she was hospitalized on (B)(6) 2016 with a blood glucose of 999 mg/dl. Customer's current blood glucose was 270 mg/dl. Customer had symptoms related to their high blood glucose such as difficulty breathing, dry mouth, and disorientation. Customer has not treated with anything other than the insulin pump. Customer stated that the high blood glucose event began on (B)(6) 2016 in the evening. Troubleshooting was performed and the pump passed the high pressure test. Customer was advised to do a complete set change and that the pump was working as designed. Customer also mentioned that she had a blood glucose of 600 mg/dl in a previous call when she requested tubing clamps to be sent to complete the high pressure test. Customer had an issue with the pump not uploading data at her endocrinologist's office and had to go to the hospital due to her high blood glucose.